Manufacturer narrative:
Primary finding of device analysis revealed motor stall due to open motor coil anomaly.

Event description:
Reported as "pump quit working." Device has been returned to MFR for analysis.